Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inability to remove the gripper line was confirmed via returned device analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar gripper line incidents reported for this lot. It is possible that the gripper line lumens became constricted as a result of procedural conditions (natural patient anatomy) leading to herniations of the coil. Aggregations of forces due to patient anatomy and herniated coils likely resulted in the inability to translate the gripper line during removability testing; however, a definitive cause could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed for the inability to remove the gripper line which can lead to surgical intervention. It was reported that one mitraclip was implanted in the patient with degenerative mitral regurgitation (mr). The second mitraclip was placed on the leaflets and was ready for deployment, but gripper line removability could not be established. Troubleshooting steps were performed to remove the gripper line, but were unsuccessful. The leaflets were released from the mitraclip and the clip delivery system (cds) was removed and replaced with a new cds. Two mitraclips were implanted reducing the mr from 4 to 1. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.